Event description:
Sales representative reports that a healthcare professional reported patient with stage iii pressure ulcer.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Attempts were made to follow-up with the health care professional and voice mails were left on 10(B)(4). Unable to obtain any additional patient/event details to date. The lot number was not provided. Therefore, we are unable to determine the specific third party manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.